Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture, capsular contracture baker grade iii, lymphadenopathy.

Event description:
Healthcare professional reported " rupture and exchange from textured to smooth due to the patient concern of the implant.¿ this record is for the left side. Device was explanted.

Event description:
Healthcare professional reported right side rupture, exchange from textured to smooth due to the patient concern of the implant, capsular contracture baker grade iii, "silicone implant-inducted lymphadenopathy/lymphadenitis", and "foreign body granuloma reaction". Device was explanted and replaced.

Manufacturer narrative:
The reported events of capsular contracture, lymphadenopathy, and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Photo analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lymphadenopathy: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.